Event description:
It was reported that balloon rupture occured. Vascular access was obtained utilizing an ipsilateral retrograde approach. The 99% in-stent restenosis (isr) of a previously placed 9mm non-bsc stent was located in the severely calcified and moderate tortuous external iliac artery. A 7.0mmx60mmx135cm sterling¿ balloon catheter was advanced for dilatation. However, on the first inflation at 14 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 7mmx4mm mustang balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).